Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 58-year-old male in acute myocardial infarction (ami) and cardiogenic shock (cgs) was implanted with an impella 5.5 device for mechanical circulatory support. The md had difficulty inserting the impella past the subclavian tortuosity. The graft anastomosis was torn leading to excessive bleeding and prompting the md to remove impella and repair the artery to stop the bleeding.

Manufacturer narrative:
The investigation has been completed. The device was not returned for investigation. The root cause of the access site bleeding issue was most likely use related since the graft anastomosis was torn.